Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Reports: 1221359-2022-02107 through 1221359-2022-02109.

Event description:
The consumer reported three (3) conflicting results with the binaxnow covid 19 antigen self-test using a direct tested nasal kitted swab. This MDR addresses the date of (B)(6) 2022. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This report addresses test three (3) of three (3) tests .